Manufacturer narrative:
(B)(6).

Event description:
01/v60 ventilator/unable to start. Investigation is ongoing.

Manufacturer narrative:
H10-philips received a complaint from the customer reporting the v60 ventilator was not able to start. The device was not in clinical use. There was no report of harm. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The philips customer care service center reported the device could not be turned on; the indicator light of the power button did not illuminate. The final disposition of the device is unknown because the customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site.